Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material in the nozzle, the distal end cover, and both the adhesives around the light guide and objective lenses. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported malfunction of green colored image was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in compliance with specifications. Based on the results of the investigation, it was presumed that the defect was due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling; or that the components including ic chip and capacitor mounted on the electric circuit board had a defect. The root cause of the material remaining in the device could not be determined. There was no deviation from instructions for use (IFU) in the reprocessing steps for the area foreign material remained. The events can be detected and prevented in accordance with the following sections of the IFU: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.